Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump was not turning on. Troubleshooting with tandem technical support indicated that pump had shut down due to the customer not charging the pump. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose (bg) was over 600 mg/dl. A manual insulin injection was administered to address bg level.